Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited low sensing threshold at 0.2 mv and high capture threshold of greater than 4.0 v due to dislodgement. The lead was explanted and replaced.